Event description:
It was reported that the pump is alarming "biomed" even after entering a password.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified backup audible alarm post. During functional testing, the backup audible alarm post was found at power up. The main board did not operate as intended. The root cause of the issue could not be determined. Replaced the main board. Performed power up process, preventative maintenance and all functional tests which passed., corrected data: d1